Event description:
The instruments were reported for unknown reason. Did not happen in surgery. Additional event information: visual analysis of the returned device found that the attune distal femoral jig was broken from the plastic win of the main body. Additionally the slide tube assy was missing.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the instruments were reported for unknown reason. Did not happen in surgery. The product was returned to depuy synthes for evaluation. Visual analysis of the returned device found that the attune distal femoral jig was broken from the plastic win of the main body, the broken fragment was not returned foe evaluation. The observed condition was consistent with the application of unintended and excessive forces while using. Properly handling and attention to the approved use of the device diminishes the risk of failure. Additionally the slide tube assy was missing. A root cause for this condition cannot be determined. A functional test was unable to be performed due to post manufacturing damage. A dimensional inspection was unable to be performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the attune distal femoral jig would have contributed to the device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H6: component code: appropriate term/code not available (g07002) used to capture no findings available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.